Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2013. This is noted due to an unknown reason for the explant. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).